Manufacturer narrative:
(B)(4) batch # 272a48. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was returned with slightly scratches in the cartridge pan. The reload had the swing tab in the locked position, and the proximal 1 driver up and the remaining drivers were down with staples present. The reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the reload. It should be noted that the cartridge reload is designed to the lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the video-assisted thoracoscopic pulmonary segment surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.